Manufacturer narrative:
The device with battery voltage above elective replacement level was returned for analysis. Final analysis found no anomaly on the header. Electrical, thermal, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Patient condition was stable.